Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a system error 345 alarm. A review of the event history log showed multiple occurrences of system error 345 messages indicating the customer was also experiencing the issue. The cause was determined to be a failed downstream thermistor and the downstream sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump it experienced a system error 345 (thermistor disparity) alarm. No additional information is available.